Event description:
This report is being filed as the soft tip of the steerable guide catheter (sgc 10260575/(B)(4)) was torn during the procedure. A torn tip has the potential to cause or contribute to patient injury. It was reported that a mitraclip clip delivery system (cds 10251865/(B)(4)) was prepared for use without any remarkable issues. While positioning the cds towards the mitral valve, the cds m steering knob was not working correctly. When turned in the m (medial) direction, the cds did not move medially as expected, but was curving approximately 180 degrees in the wrong direction. While retracting the cds into the steerable guide catheter (sgc 10260575/(B)(4)), one of the clip arms became stuck on the sgc tip. To remove the clip, the clip was unlocked and opened with the grippers in the upward position. The clip became stuck several more times; however, the cds was able to be successfully retracted. During removal, the sgc soft tip was observed to have been torn and there was no damage of any cds components. Another cds was used successfully. The mitraclip procedure was completed with the implantation of two clips reducing the functional mitral regurgitation grade from 3-4 to 1-2. There was no adverse patient effect, but due to the difficult removal of the cds and preparation of another device, a significant delay in the procedure was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: mitraclip system: clip delivery system (x3), lift, support plate, stabilizer. The steerable guide catheter was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The clip delivery system (10251865/(B)(4)) referenced is being filed under a separate medwatch MFR number.

Manufacturer narrative:
(B)(4). Evaluation summary: the steerable guide catheter (sgc) device was returned and the reported damage/tears to the guide tip were confirmed via returned device analysis. Inspection of the soft tip material under the keyence microscope noted a piece of soft tip was missing from the soft tip. During inspection of the returned clip delivery system (cds), clear material was found lodged between the clip arm and gripper arm, which resembled the soft tip material of the sgc. Based on these findings, the soft tip material was accounted for. There was no other external damage observed to the device. The difficulty retracting the clip into the guide could not be properly replicated a testing environment due to the damaged condition of the returned sgc. In this case, the tearing of the sgc soft tip is consistent of the clip getting caught on the guide tip during removal of the cds, as reported. Potential causes for difficulty retracting the cds into the guide tip, resulting in soft tip damage/tears are, but not limited to, manufacturing anomalies (inner diameter of the tip not within specification), procedural conditions (curves on the guide during cds removal) or user technique. As part of the mitraclip manufacturing process, all devices are subject to visual, dimensional and functional inspection to verify product quality. Review of the device history record confirmed this device passed all in-process and final inspections, including verification that the inner diameter of the soft tip met specification. There were no non-conformances issued for this lot that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar difficulty retracting the cds from the sgc tip, soft tip tears or missing soft tip material incidents from this lot. The user also reported no issue while functionally inspecting the cds or sgc during device preparation, which is an indication that the clip was actuating properly and the sgc soft was not damaged prior to use. With respect to procedural conditions and/or user technique, difficulty retracting the clip into the guide can be influenced by the clip not being fully closed upon removal, the orientation of the clip with respect to the guide tip or curves on the sgc applied by the user. The information provided in the case details stated that the clip was believed to be fully closed, but there may have been curves on the guide during cds removal, though this was not confirmed. It should be noted that the mitraclip instructions for use instructs the user to slowly release the guide deflection by turning the +/- knob in the negative direction to straighten the guide tip. In this case, it is likely that a combination of potential curves on the guide and the orientation of the clip upon retraction of the cds caused one of the clip arms to get caught to the guide tip. This interaction would cause the difficulty removing the cds and result in tears in the sgc soft tip. Additionally, further manipulation to free the clip from the guide tip likely caused a portion of the torn soft tip material to also detach. Based on the information reviewed, the difficulty removing the cds and soft tip damage (tears/detachment) appear to be related to user technique/procedural conditions and not a product quality deficiency associated with the sgc or the clip itself.

Event description:
Subsequent to the previously filed medwatch, additional information received indicated that it was thought the clip was completely closed during removal and the steerable guide catheter may have been curved. No additional information was provided.